Event description:
It was reported that during inserting a solis cage, the cage broke. The two parts could easily be removed from the patient and another cage was inserted. It is reported that the surgeon is very experienced in inserting solis cages.

Manufacturer narrative:
Method: device history review; device inspection; complaint history review; risk assessment results: by visual inspection, the returned oic peek size 9 mm - 4deg was confirmed to be fractured. There were no manufacturing issues pertaining to this lot number. It is likely that this damage has been is the result of the impaction, an excessive impact can fracture the implant. This event occurred during surgery resulting in minor bone damage to the patient. The root cause of this event is likely due to severe impacting of the cage. The communication log indicates that the breakage happened during insertion while the surgeon was impacting the spacer into the inter-body space. After the breakage, the surgeon chose another spacer and it was reported to have no issues. Conclusion: the root cause of this event is likely due to severe impacting of the cage, however, the exact cause cannot be determined and is likely multifactorial in nature.

Event description:
It was reported that during inserting a solis cage, the cage broke. The two parts could easily be removed from the patient and another cage was inserted. It is reported that the surgeon is very experienced in inserting solis cages.